Event description:
The customer reported that after a 3d dose calculation of the rapid arc plan, he is seeing a dose dot (pink arrow) at the superior part of the rapid arc dose distribution, indicating an unused mlc not parked under the jaw. No serious injury to the pt was reported, as the user observed this event during treatment planning, and the plan was not used. No further pt info was provided.

Manufacturer narrative:
The actual device involved in the incident was evaluated. Though still under investigation, varian has confirmed the allegation. The hot spot, although typically small in volume, does represent the dose that would be delivered. Varian has determined that an MDR is appropriate, as this malfunction, should it recur and not be detected, could potentially cause a dose mistreatment. Additional follow-up to this MDR is expected upon completion of the investigation.